Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the burr device did not spin when loaded into the attachment device. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not secure the cutter device. The burr lock mechanism assembly was disassembled and was observed that one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to secure cutter devices. It was further determined that one of the springs was observed to be out of place and deformed. It was further determined that the other spring was out of place and completely gone. It was further determined that the cause for the springs to come out of place was due to the handpiece device being run without a cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.